Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is related to the same patient previously reported in medwatch MFR. Report #1820334-2016-01001. It was reported that in 2017, aneurysm enlargement was confirmed again. Angio CT confirmed that contrast media was flowing toward the back side of the main body, so type ia or type iiib endoleak was suspected. However, the physician diagnosed the endoleak as type ia with viewing angiography. Open surgery was highly recommended several times to the patient though, he consistently refused it, so additional evar was planned. Though the endoleak was once judged as type ia, the physician decided to place another manufacturer's stent graft additionally inside the top stent of the previously placed stent graft since a possibility of a type iiib could not be denied completely. In (B)(6) 2017, both right and left groins were cut and the additional graft was advanced into the patient. The stent graft was deployed below the renal arteries, which resolved the endoleak. The patient has had good outcome and was discharged from the hospital four days after the procedure. There have been no adverse effects to the patient reported as of (B)(6) 2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, manufacturing instructions and quality control data. The rpn and lot number were not provided; therefore, a review of the device history records and complaint history for the complaint device could not be performed. A single 3d reconstruction image from a CT angiography study was provided for review. The image is a 3d reconstruction of the abdominal aorta from a CT angiography study. The date and postoperative interval of the study was not provided. A zenith flex endograft (96 mm length) is positioned well below the right renal artery (rra). Based on the length of the sealing stent, the proximal graft edge is estimated to be about 15 mm below the rra. The proximal aspect of the suprarenal stent is at the level of the rra. The graft position relative to the left renal artery (lra) cannot be determined because the lra is not visualized on this image. However, the aneurysm sac appears to begin above the level of the proximal graft. The contralateral limb is oriented to the left. An iliac leg (tfle) appears to begin just distal to the contralateral limb and extends to the distal left common iliac artery (cia). The distal limb and proximal leg appear to be positioned end-to-end with no overlap. The left external iliac (eia) and hypogastric arteries are patent. The right iliac leg (tfle) extends from the ipsilateral limb to the distal right cia. The eia is patent but the hypogastric artery is not visualized. The first stent of the iliac leg appears to overlap completely in the ipsilateral limb and there is no evidence of component separation at the junction. There appears to be contrast filling the aaa sac, posteriorly. The endoleak source is not clearly visualized on this image. Impressions of the imaging reviewer: previous aaa endovascular repair was performed using a zenith flex (96 mm length) device and bilateral tfle iliac legs. On this image, the left iliac leg appears to begin distal to the contralateral limb with no component overlap. The complaint report mentions this as the cause of a previous type 3a endoleak that was successfully repaired with a gore iliac leg bridging the two components. The complaint report mentions the currently visualized endoleak as either a type 1a or type 3b. On this image, there appears to be contrast filling the posterior aaa sac. The proximal graft appears to be well below the rra (by about 15 mm), but the graft position relative to the lra cannot be determined because the lra is not visualized on this image. The cause of this endoleak cannot be determined from the image provided, but based on the proximal graft position within the aneurysm sac a type 1a endoleak is highly likely. As stated in the instructions for use that accompanies the zenith device: ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The image review indicates the proximal graft edge was 15mm below the rra. Per the IFU: advance the delivery system until the four gold radiopaque markers (which are positioned 2mm from the most proximal segment of the graft) are just inferior to the most inferior renal artery. The pre-implantation imaging was not provided therefore it cannot be confirmed if the device was placed 15mm below the rra. Since the proximal endoleak filling the aneurysm sac was observed 4 years after the implantation, it is less likely that the device was placed incorrectly. Migration of the graft due to disease progression is possible. Endoleak is a known inherent risk of this device. A definitive cause for the endoleak cannot be determined with the information available. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.